Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located opposite the proximal markerband. No issues, kinks, or damages were identified in the markerband, shaft, and tip of the device.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was successfully removed, and it was noted that rupture was in the form of a pinhole. Another of the same device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the anatomical location of the procedure was in the iliac artery (common iliac artery to external iliac artery). The target lesion was approximately 90% severe stenosis and was severely tortuous and moderately calcified.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was successfully removed, and it was noted that rupture was in the form of a pinhole. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.